Event description:
It was reported that the workstation on the 9800 system would not power up during set up. A second c-arm was used in its place. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified.replaced the hard drive, system interface and the cpu. The system was tested and found to be working as intended and placed back into service.